Manufacturer narrative:
Other, other text: a device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. No evidence of the reported issue was found during error history log review. Visual and functional testing were performed. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Actions/repairs were done to correct the reported issue: expulsor trimmed down to bring the delivery accuracy test closer to nominal of a range.

Event description:
Information was received indicating that during testing of this smiths medical cadd legacy pump, the pump failed accuracy by +8.2% no patient involvement reported.